Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection and was given antibiotics. The patient was admitted to the hospital on (B)(6) 2018 and the system was explanted on (B)(6) 2018. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.